Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon opening the cartridge package, the o-ring had broken off of the cartridge. The customer did not use the cartridge. Blood glucose was 67 mg/dl.